Event description:
The pt reports that her physician believes there is an unconfirmed mass at catheter tip, which is intermittently delivering medication and has caused several semi-coma states, which have lasted for up to 4 days. The MFR requested add'l info and confirmation of this event, however, no info was rec'd from the hcp.

Manufacturer narrative:
.